Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic films received show a single ap view of a complex construct with multiple pedicle screws. Left sided rod is fractured above the t10 screw. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a pediatric patient underwent an unknown spinal stabilization procedure. Sometime post-op, x-ray images found that a rod is broken. A revision surgery is planned to remove the broken rod. No further information is known at this time.

Manufacturer narrative:
Analysis was not possible as the broken rod was not returned for analysis. Radiographic films received show a single ap view of a complex construct with multiple pedicle screws. Left side rod is fractured above the t10 screw.